Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis showed no anomalies. The error message could not be reproduced. Analysis was normal. No anomaly was found.

Event description:
It was reported that a device still in box displayed an error message and could not be interrogated. The device was not used.